Event description:
Attorney alleges device was implanted in (B)(6) 2004 and explanted (B)(6) 2004 and given to the manufacturer representative. The device was explanted, but not returned to the manufacturer for analysis.